Manufacturer narrative:
Device evaluation: the lens was returned dry in a lens case/vial. There was clear surgical residue/debris on product. Visual inspection found the haptic bent. Dimensional and functional inspection found the lens to be within specifications. (B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Patient code: (B)(4) secondary surgical intervention, explant and exchange for same model/different diopter lens. Patient code: this lens model is contraindicated for patients with age less than that of 21 years. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -13.5/+5.0/095 (sphere/cylinder/axis), in the patient's right eye (od), on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to a refractive surprise. The lens was exchanged for another same model (12.6mm) but different diopter lens. The lens exchange resolved the problem.